Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a male patient who had underwent bilateral tkr on (B)(6) 2011, and was implanted with optetrak devices in his left and right knees, including optetrak logic tibial inserts made of polyethylene. After suffering from pain and swelling in his right knee years after the initial tka, the plaintiff was diagnosed with periprosthetic osteolysis consistent with polymeric wear. In or around (B)(6) of 2022, plaintiff was advised that his knee replacement failed with respect to his right knee for reasons related to the defective device. Upon information and belief, as a result of the optetrak device failure, the plaintiff underwent revision surgery on his right knee on (B)(6) 2022, approximately 10 years 5 months post the initial implant procedure for issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening.

Manufacturer narrative:
D10: optetrak logic femoral component (02-010-01-0540, 1786616); optetrak logic tibial tray (02-012-41-4040, 2060320); optetrak 3-peg patella (200-03-35, 2089469). The additional information provided via legal has changed the failure mode and will require a new investigation. Pending investigation.

Event description:
Additional information received via the legal department: right knee revision operative report on 1 mar 2022. Revision for osteolysis. Noted the patella to be somewhat mobile the surgeon used a saw to remove it and re-cut. The femoral component was removed very easily as there was absolutely no bonding on the femoral component. The osteolytic lesions posteriorly and both condyles were meticulously debrided. Soft bone secondary to osteolysis was removed on the femoral side as well. Sterile bandages were placed. The patient was awakened and transferred to the recovery room in a stable condition having tolerated procedure well. No additional information is provided.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The reported revision may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear; however, this cannot be confirmed devices not provided.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and insufficient bonds between the patella and the bones which led to aseptic (non-infected) patella loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.